Event description:
The lead was explanted due to loss of capture from subclavian crush . Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 17 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation was found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Subsequent investigation revealed a rubbed through insulation between 3.5 cm and 2.5 cm proximal to the lead tip. The insulation damage was consistent to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.